Event description:
This unsolicited case from united states was received on 11-jan-2018 (additional information was received on 12-jan-2018, both the information was processed together with clock start date of (B)(6) 2018) from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, swelling/ patches of puffiness, stay in a wheelchair and could feel like there was something in the joint when she walked after 1 day couldn't get up. No past drug was provided. Patient did not have any prosthetic devices. Patient had a hip x-ray previously and everything was fine. Patient was not on any prior immunosuppressants and not allergic to any avian products, but was allergic to sulfa. Concomitant medications included celecoxib (celebrex) and acetylsalicylic acid (aspirin) for back pain. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (indication, batch/lot number and expiration date: not provided) in both knees. Patient was using the synvisc or any hylan product for the first time. The physician provided the syringe in the office. Patient did not think anything else was injected that day, but the area was cleaned and they may have sprayed it with something to deaden the area. On an unknown date in (B)(6) 2017, next morning after the injection, patient couldn't get up. On an unknown date in (B)(6) 2017, patient had some swelling (circumference unknown) and when she touched the side it hurt to touch. It would be a 10 on pain scale of 0-10. Patient did not had any redness or warmth to the area. Patient could feel like there was something in the joint when she walked. It hurt up to her groin area and down her leg. The right leg was worse than the left one. Patient never had that kind of pain before. Patient iced the knee and took some pain medication. The pain medication didn't touch it. On an unknown date in (B)(6) 2017, patient had to stay in a wheelchair after that and continued to be in a wheelchair. On monday morning, patient called the office and was told to just ice the knees. Patient had already been doing this. On (B)(6) 2017, patient saw her family physician who gave her prednisone 20 mg morning and evening to take for 11 days. Prednisone relieved it a little, but it had been horrible. Patient was on celebrex and aspirin for previous back pain, but her physician told her not to take these while on the prednisone. After the 11 days, patient called her physician back because the day after her last dose of prednisone, the pain returned and patient was allowed to take the prednisone for 8 more days. It was reported that the patient suffered for 2 solid months and was still in pain. It felt like something was in there. Patient still had patches of puffiness. When patient sat on the toilet with her leg pulled out a little, it hurted really bad. Patient had never hurt in that joint before. The physician did not do any blood work or remove any fluid from the knee. It was reported that the patient was not able to drive due to being in a wheelchair since the injection and also due to knee problems. As of 12-jan-2018, it was reported that the patient did not had infection. Corrective treatment: iced the knee, took some pain medication and prednisone for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, prednisone for swelling/ patches of puffiness, wheel chair for couldn't get up and not reported for could feel like there was something in the joint when she walked and not reported for stay in a wheelchair outcome: not recovered for all events a pharmaceutical technical complaint was initiated with results pending for the same. Seriousness criteria: disability for stay in a wheelchair, required intervention for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, swelling/ patches of puffiness pharmacovigilance comment: sanofi company comment dated 18-jan-2018: this case concerns a female patient who received synvisc one and she had had knee swelling, pain in legs and had to stay in a wheelchair. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Based on additional information received on (B)(6) 2018, this case was found to be duplicate of case ID (B)(4) therefore all the information of this case was merged in case ID (B)(4). This case is cross referenced to case ID: (B)(4). (Duplicate). This unsolicited case from united states was received on (B)(6) 2018 (additional information was received on (B)(6) 2018, both the information was processed together with clock start date of (B)(6) 2018) from a patient. This case concerns a 76 years old female patient who received treatment with synvisc one injection and after unknown latency had the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, swelling/ patches of puffiness, stay in a wheelchair and could feel like there was something in the joint when she walked after 1 day couldn't get up. Also after unknown latency, patient was unable to walk, had pain in knees after 1 day. Also device malfunction was identified for the reported lot number. No past drug was provided. Patient did not have any prosthetic devices. Patient had a hip x-ray previously and everything was fine. Patient had osteo in back and underwent triple bypass two years ago (2016). Patient was not on any prior immunosuppressants and not allergic to any avian products, but was allergic to sulfa. Concomitant medications included celecoxib (celebrex) and acetylsalicylic acid (aspirin) for back pain. On (B)(6)2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for knee pain. Patient was using the synvisc or any hylan product for the first time. The physician provided the syringe in the office. Patient did not think anything else was injected that day, but the area was cleaned and they may have sprayed it with something to deaden the area. On (B)(6) 2017, 1 day after the injection, pain started in knees and legs. Patient was using wheelchair all weekend and was unable to walk on an unknown date in (B)(6) 2017 (latency: unknown). On (B)(6) 2017, patient was advised to continue ice. On an unknown date in (B)(6) 2017, next morning after the injection, patient couldn't get up. On an unknown date in (B)(6) -2017, patient had some swelling (circumference unknown) and when she touched the side it hurt to touch. It would be a 10 on pain scale of 0-10. Patient did not had any redness or warmth to the area. Patient could feel like there was something in the joint when she walked. It hurt up to her groin area and down her leg. The right leg was worse than the left one. Patient never had that kind of pain before. Patient iced the knee and took some pain medication. The pain medication didn't touch it. On an unknown date in (B)(6) 2017, patient had to stay in a wheelchair after that and continued to be in a wheelchair. On monday morning, patient called the office and was told to just ice the knees. Patient had already been doing this. It was reported that the pain was so severe that patient went to doctor on (B)(6) 2017, who gave her prednisone 40 mg morning and evening to take for 10 days. Prednisone relieved it a little, but it had been horrible. Patient was on celebrex and aspirin for previous back pain, but her physician told her not to take these while on the prednisone. After the 11 days, patient called her physician back because the day after her last dose of prednisone, the pain returned and patient was allowed to take the prednisone for 8 more days. It was reported that the patient suffered for 2 solid months and was still in pain. It felt like something was in there. Patient still had patches of puffiness. When patient sat on the toilet with her leg pulled out a little, it hurt really bad. Patient had never hurt in that joint before. The physician did not do any blood work or remove any fluid from the knee. It was reported that the patient was not able to drive due to being in a wheelchair since the injection and also due to knee problems. As of (B)(6) 2018, it was reported that the patient did not had infection. Corrective treatment: iced the knee, took some pain medication and prednisone for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, prednisone for swelling/ patches of puffiness, wheel chair for unable to walk, couldn't get up and not reported for could feel like there was something in the joint when she walked and not reported for stay in a wheelchair; ice and prednisone for pain in knees. Outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for stay in a wheelchair, required intervention for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, swelling/ patches of puffiness, unable to walk, pain in knees and device malfunction additional information was received on (B)(6) 2018 and (B)(6) 2018 (both the information was processed together with clock start date of (B)(6) 2018) from patient. Concomitant medications and medical history was added. Additional events of device malfunction, unable to walk, pain in knees was added along with details. Treatment start date of synvisc one was updated from (B)(6) 2017 to (B)(6) 2017, lot number was added. Investigation summary was added. Clinical course was updated and text was amended accordingly. Follow-up information was received on (B)(6) 2018. No new information was received. Additional information was received on (B)(6) 2018. This case was found to be duplicate of case(B)(4) therefore all the information of this case was merged in case (B)(4). Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6)2018: the follow up information does not change the previous case assessment. This case concerns a female patient who received synvisc one injection from the recalled lot and later experienced knee swelling, pain in legs, was unable to get up, unable to walk, had knee pain, discomfort in joints and had to stay in a wheelchair. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 11-jan-2018 (additional information was received on 12-jan-2018, both the information was processed together with clock start date of 11-jan-2018) from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, swelling/ patches of puffiness, stay in a wheelchair and could feel like there was something in the joint when she walked after 1 day couldn't get up. Also after unknown latency, patient was unable to walk, had pain in knees after 1 day. Also device malfunction was identified for the reported lot number. No past drug was provided. Patient did not have any prosthetic devices. Patient had a hip x-ray previously and everything was fine. Patient had osteo in back and underwent triple bypass two years ago (2016). Patient was not on any prior immunosuppressants and not allergic to any avian products, but was allergic to sulfa. Concomitant medications included celecoxib (celebrex) and acetylsalicylic acid (aspirin) for back pain. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for knee pain. Patient was using the synvisc or any hylan product for the first time. The physician provided the syringe in the office. Patient did not think anything else was injected that day, but the area was cleaned and they may have sprayed it with something to deaden the area. On (B)(6) 2017, 1 day after the injection, pain started in knees and legs. Patient was using wheelchair all weekend and was unable to walk on an unknown date in (B)(6) 2017 (latency: unknown). On (B)(6) 2017, patient was advised to continue ice. On an unknown date in nov-2017, next morning after the injection, patient couldn't get up. On an unknown date in (B)(6) 2017, patient had some swelling (circumference unknown) and when she touched the side it hurt to touch. It would be a 10 on pain scale of 0-10. Patient did not had any redness or warmth to the area. Patient could feel like there was something in the joint when she walked. It hurt up to her groin area and down her leg. The right leg was worse than the left one. Patient never had that kind of pain before. Patient iced the knee and took some pain medication. The pain medication didn't touch it. On an unknown date in (B)(6) 2017, patient had to stay in a wheelchair after that and continued to be in a wheelchair. On monday morning, patient called the office and was told to just ice the knees. Patient had already been doing this. It was reported that the pain was so severe that patient went to doctor on (B)(6) 2017, who gave her prednisone 40 mg morning and evening to take for 10 days. Prednisone relieved it a little, but it had been horrible. Patient was on celebrex and aspirin for previous back pain, but her physician told her not to take these while on the prednisone. After the 11 days, patient called her physician back because the day after her last dose of prednisone, the pain returned and patient was allowed to take the prednisone for 8 more days. It was reported that the patient suffered for 2 solid months and was still in pain. It felt like something was in there. Patient still had patches of puffiness. When patient sat on the toilet with her leg pulled out a little, it hurted really bad. Patient had never hurt in that joint before. The physician did not do any blood work or remove any fluid from the knee. It was reported that the patient was not able to drive due to being in a wheelchair since the injection and also due to knee problems. As of 12- jan-2018, it was reported that the patient did not had infection. Corrective treatment: iced the knee, took some pain medication and prednisone for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, prednisone for swelling/ patches of puffiness, wheel chair for unable to walk, couldn't get up and not reported for could feel like there was something in the joint when she walked and not reported for stay in a wheelchair; ice and prednisone for pain in knees. Outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for stay in a wheelchair, required intervention for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, swelling/ patches of puffiness, unable to walk, pain in knees and device malfunction additional information was received on 11-jan-2018 and 29-jan-2018 (both the information was processed together with clock start date of 11-jan-2018) from patient. Concomitant medications and medical history was added. Additional events of device malfunction, unable to walk, pain in knees was added along with details. Treatment start date of synvisc one was updated from nov-2017 to 09-nov-2017, lot number was added. Investigation summary was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 11-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and later experienced knee swelling, pain in legs, was unable to get up, unable to walk, had knee pain, discomfort in joints and had to stay in a wheelchair. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.